Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and syncopal episode. It was noted that the right ventricular (rv) lead exhibited high thresholds and right atrial (ra) lead oversensing. Rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.